Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image. There were no reports of patient involvement.

Event description:
It was reported the video system center punch button was broken. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to b5, d9, e1, g2, g3, h6, and the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 06may2024. The device history record was unable to be reviewed for this device since an incorrect serial number was provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to the repair department, so its condition could not be thoroughly checked. Based on the results of the investigation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.